Event description:
It was reported a revision of femoral nail was performed due to a non-union. A femoral nail and three locking screws were removed intact and the patient was revised with a competitor's implants. No patient symptoms resulting from non-union were reported. There was no time delay and the procedure was successfully completed with no negative effects to the patient. All hardware removed during the revision was reportedly intact with no breakage identified. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.